Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿femoral lengthening over an intramedullary nail: a case of failed distraction¿ which was published on 13 august 2014 & associated with the ¿stryker t2 femoral nailing system¿. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device catalog/lot details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 1 complaint was initiated retrospectively for adverse event mentioned in the report. This product inquiry addresses premature osteotomy consolidation secondary to the inability to distract the femoral segments over the intramedullary nail. The report states: on pod 24, the patient returned to the clinic with the chief symptom of pain as well as the inability to distract the pins. [¿] the nail was too snug in the femoral canal to facilitate easy distraction; furthermore, the proximal pins were bending and loosening secondary to attempted distraction against a fixed nail. [...] The 14-mm intramedullary nail was exchanged with an 11-mm intramedullary nail.